Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they were unsure of the cause for the issue during the replacement procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2015, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 08-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 it was reported that the patient began having withdrawal symptoms on (B)(6) 2020. The diagnostics/troubleshooting performed was noted to be ¿catheter study¿. The interventions/actions that were or would be taken to resolve the issue was noted to be ¿catheter revision to be scheduled¿. With regards to the environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was not resolved at the time of this report, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter, and product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. The device code has been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The doctor did not receive csf (cerebrospinal fluid) when they checked the port, so they decided to explant the catheter and implant a new catheter. The procedure was done on (B)(6) 2020.